Manufacturer narrative:
Additional information: on 7/15/2019, the mentor failure analysis lab received the device for evaluation. On 7/18/2019, mentor received additional information providing the correct concomitant product catalog and lot number. On 8/2/2019, the product investigation was completed. Device evaluation summary: during evaluation of the device a crease was observed on the anterior and extending to the posterior aspect also shell abrasion was observed on the anterior aspect. Leak testing revealed a tear on the anterior aspect measuring approximately 0.1 cm within the shell abrasion and crease . No other anomalies were observed. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Concomitant products: saline mentor smooth round moderate profile 525cc, catalog # 3501685, lot # 5591209. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 525cc breast implant and experienced deflation on the right side post-operational. As a result, the patient underwent bilateral removal and replacement with saline mentor breast implants, serial numbers: (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019.